Event description:
It was reported that after the 4 x 40 x 135 xpert self expanding stent system (sess) was prepared for use, the device was going to be put into the sheath; however, it was observed that the stent was partially exposed. The sess was not inserted into the sheath and a new xpert was used to complete the procedure. There was no issues noted during unpackaging or preparation of the device. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.